Manufacturer narrative:
H6: device coding: 2017 - failure to follow steps/instructions. The device was not returned for analysis. It was reported that the graftmaster stent was deployed at 12 atmospheres (atm). It should be noted that the graftmaster rapid exchange coronary stent graft system, domestic, instructions for use (IFU), states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure is 15 atm. It is unknown the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. The reported patient effect of death is listed in the graftmaster IFU as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Abbott vascular medical affairs reviewed the reported information and a clinical review was performed. The conclusion was that death in this case is a result of the perforation. Delay caused by the inability to reach and exclude the perforation may have secondarily contributed to the patient¿s death. This device is only secondarily related to the death because it was unable to exclude the perforation.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster devices are being filed under separate medwatch report numbers.

Event description:
It was reported that atherectomy was performed and caused a free perforation with extravasation in the heavily calcified right coronary artery. A 2.8x26mm graftmaster rx covered stent system (css) failed to cross due to the anatomy and the shaft kinked and separated. The separated shaft was simply withdrawn. A 2.8x16mm, 4.0x19mm, and 3.5x26mm graftmaster rx css also failed to cross due to the anatomy. A 3.5x16mm graftmaster rx css was advanced and the stent was deployed at 12 atmospheres; however, the perforation was not sealed. The patient experienced a cardiac tamponade, which was treated with pericardiocentesis; however, the patient expired. No additional information was provided.